Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the self test due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the electronics, motor, battery tube, vibrator, keypad flex tail, internal battery and force sensor. No moisture damage on the keypad traces or keypad dome switches during the visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and cracked case behind the pump at the battery compartment. Customer alleged confirmed for pump expose to moisture damage. Blank display due to moisture damage electronic assembly. Cosmetic damage on the keypad overlay and case behind the pump at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported that pump was exposed to moisture. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned for analysis.